Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 4 of the bd ultra-fine¿ ii short-needle insulin syringe expiration date on label not clear. The following information was provided by the initial reporter: expiry date not clear.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned three images of the 30gx8mm bd insulin syringe shelf carton and polybags from lot# 2115764. The customer reported that the poly bag was torn and expiry date not clear. The photos were examined, and one of the photos reveals a shelf carton with the printed lot number, manufacturing date, and expiration date overlapping each other and the other two photos shows the polybags are torn down the seam. A review of the device history record was completed for batch# 2115764. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of a shelf carton package printing defect. A root cause could not be determined.

Event description:
It was reported by the customer that 4 of the bd ultra-fine¿ ii short-needle insulin syringe expiration date on label not clear. The following information was provided by the initial reporter: expiry date not clear.